Manufacturer narrative:
(B)(4). Date sent: 09/14/2004. Info was not provided. Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an unk procedure, the instrument would not open. It was not noted how the procedure was completed. No pt consequences were noted.